Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the light emitting diodes were blinking and the switch stuck in the depressed position during inspection for use involving an olympus xenon light source. There was no patient harm reported.